Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the implantable neurostimulator (ins) wasn&#38176;working. When the hcp was asked if the battery was at end of life or if the consumer decided to turn stimulation off but the hcp had no idea. Relevant medical history includes failed back surgery syndrome and spinal pain. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.